Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse identified that the hard disk could not be started. The fse disassembled the housing, checked the host pc hard disk connection, and replaced the motherboard button battery. After the replacement of the button battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.